Event description:
Philips received a complaint from the customer on the v60 indicating that the device was showing two different alarms (1007 & 100a). The unit was outside of clinical use; there was no report of harm. It was reported there was no patient involvement at the time the issue was discovered. The product support engineer (pse) could not duplicate the customer's complaint. Pse was able to confirm the customer's complaint via the diagnostic log. The investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
H10: the product support engineer (pse) was able to confirm the customer's complaint via the diagnostic log. The failures were caused by a faulty motor controller board. The customer replaced the motor controller board to resolve the reported issues. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: corrected data: the event description (b5) is updated to the following: philips received a complaint from the customer on the v60 indicating that the device was showing two different alarms (1007 & 100a). Additionally, three check vent failures occurred. Check vent: 5v supply failed, check vent: 35v supply failed, and check vent: ovp circuit failed. The unit was outside of clinical use; there was no report of harm. It was reported there was no patient involvement at the time the issue was discovered.